Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty [pta] procedure, the catheter tip detached within the patient's common femoral artery [cfa]. The physician states that he had acquired femoral artery access and had difficulty advancing the 4f catheter. The patient's common femoral artery was calcified. The physician exchanged the guidewire in preparation to place a sheath. While trying to remove the catheter over the guidewire the tip detached. The catheter tip remained on the guidewire and was successfully retrieved over the wire. No patient injury to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause was attributed to significant force being applied to the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.